Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). The rep inquired about approximately how long the implantable neurostimulator (ins) could be in discharge before going into overdischarge. Lead disconnection after the patient's fall was noted. Additional information was received from the rep. It was reported that the lead was displaced and the pocket site was infected so the surgeon opted to remove the battery as well.

Event description:
The patient via manufacturing representative reported that contacts 7, 14, and 15 were all above 10,000 ohms. It was noted that the patient is not feeling any stimulation at all. The patient stated that they fell a couple weeks after being implanted, and upon turning on the stimulation, the patient could not feel it. The manufacturing representative mentioned that technical services informed them that the out of range impedances seemed like the leads were disconnected. The patient is scheduled for an x-ray on (B)(6) 2016 to determine the official cause. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.